Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when running the device it will give an error message-high pressure. The device was not dropped and no physical damage. The product fault occurred during testing. There was no delay of therapy. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D9: 30-apr-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The reported issue was not duplicated. No cause was identified as the device tested normally at the time of evaluation.